Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting from tandem technical support (cts). Customer resumed insulin therapy on the pump. Customer¿s blood glucose level was 180 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.